Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-24. H6: investigation summary: customer returned a single pen needle. The teardrop label has been removed, but the green inner shield identifies it as a 4mm, 32 gauge pen needle. This sample was visually inspected prior to testing for clogs. The non-patient side of the needle cannula was found to have been bent. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needle would appear to be clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples receive, bd found that the pen needle had been bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle.

Event description:
It was reported that 2 bd nano¿ ultra-fine¿ pen needles failed to prime. The following information was provided by the initial reporter: "consumer reported found two pen needles two different days, that would not allow the flow check to complete."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. .

Event description:
It was reported that 2 bd nano¿ ultra-fine¿ pen needles failed to prime. The following information was provided by the initial reporter: "consumer reported found two pen needles two different days, that would not allow the flow check to complete."